Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was pushing insulin out during the load step and emitting a no cartridge detected alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings:a review of the black box showed numerous ¿no cartridge detected¿ warnings on the reported event date. The pump powered on appropriately to the verify screen and performed the rewind step correctly. The pump was unable to detect the cartridge during the load step. The pump cover was removed and a cracked trace was observed on the force sensor flex, resulting in an intermittent condition.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.